Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the programs set to 0 happened upon the fall. The battery was removed and replaced. The program voltage was lowered to tolerate it. The patient reported some of the shocking was resolved. The patient said things clinking and moving around in the battery seems to have stopped. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that since the patient had a thoracic lead placed, he's been unable to urinate without catherization. The patient had a fall on (B)(6) 2019. Since the fall, the patient said his numbness started to come back. The pain is not as well controlled. Upon interrogation, 2 of the 3 programs were set to 0. Adaptive stimulation was reset for 2 of the 3 groups. Starting on (B)(6) 2019, the patient has needed to cath himself. Throughout the day following a fall, the patient has had random shocking incidents. Subsequently, the intensity was turned from around 5.6 to 3.6 (on his upright parameter). However, the upright mobile position was left around 5.6. While this decreased the intensity of the shocking sensation, it hasn't gone away since the fall. The mobile parameter was adjusted to the same intensity of upright to see if that helps. The patient also started hearing things clinking/moving around in the battery since the fall. Impedances were all normal. It was suggested the patient make an appointment with the surgeon for a possible x-ray and to take note of how often or in what position the shocks come. Intensity was recommended to increase the intensity to see if pain can be reduced back to where the patient had it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the battery was replaced on (B)(6) 2019 and it would be returned for analysis. No further complications were reported.